Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device. The waste bag was cut-off and not returned for analysis. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to prime and the 'connect saline supply' error was displayed on the console. The shaft was cut at a severe kink 25.25cm distal of the strain relief and it was revealed that the hypotube was broken. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing connect saline supply error to display on the console and the device not to prime.

Event description:
Reportable based on the device analysis completed on 27apr2020. It was reported that a system failure occurred. An angiojet solent omni thrombectomy catheter was selected for used. After priming for 12 seconds, the device could not continue working. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.